Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1:the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at ¿noon¿ on (B)(6) 2015. The patient manages his diabetes with an insulin pump and stated that at ¿noon¿ on may 1 2015 he skipped a dose of his humalog insulin in response to the alleged issue. The patient denied developing any symptoms as a result of the issue. The patient detailed that the developed symptoms of ¿fatigue and increased urination¿ three to five hours after the alleged issue, however denied receiving any treatment. During troubleshooting, the cca noted the meter would not power on when prompted by pressing the power button or inserting a correct test strip. There was no apparent misuse of the meter and the batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.